Event description:
It was reported that the tuftex otw balloon ruptured during pre-use check before a procedure. It was not directly used on the patient and no injury was reported.

Manufacturer narrative:
The device was not received for investigation. However, the provided photo confirmed the report. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). Due to the increased rate of occurrence of this issue CAPA 2024-007 has been opened to further investigate the issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.